Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure on (B)(6) 2026, while the patient¿s chest was still open, the pacemaker (pm) was connected, and lead testing was initiated. When attempting to perform threshold and sensing tests on all leads, the programmer repeatedly attempted to reboot and displayed an error message. A second programmer was used intraoperatively with similar results. The pm was implanted successfully, and the pm was re-interrogated post-operatively using three programmers with all updated to current software versions. The same error persisted during threshold and sensing testing on all leads. No further intervention or procedure was performed after implantation. The pm remained implanted and active. The patient was stable throughout the procedure.